Event description:
It was reported that the patient was admitted on (B)(6) 2022 with hematocrit levels of 18 and chest pain. After a push enteroscopy, multiple arteriovenous malformations (avms) were located and cauterized. International normalized ratio (inr) goal was lowered to 1.8-2.2 with no aspirin given. Additional information revealed that the cause of the chest pain was unknown. The patient's chest pain resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: specific causes for the reported gastrointestinal bleeding and chest pain cannot conclusively be determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.